Manufacturer narrative:
The evaluation was completed. One bl5114 pack label from lot w3967 was returned in a plastic bag. The expiration date on the label is 2020-aug-12. The pack components were not returned. Visual inspection found an arrow drawn on the label, pointing to a particle which is taped to the label. The particle is dark in color and is approximately 5mm long. The particle was sent out to an external lab for testing. The lab report indicated that the particle is comprised primarily of carbon with lesser concentrations of oxygen, aluminum and magnesium; consistent with organic material and aluminum. The ftir scan spectrum was consistent with polyoxymethylene (pom, polyacetal). The origin of the particulate remains unknown as these items are not utilized during the assembly of the bl5114 disposable pack. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Complaints of this nature will continue to be monitored. This investigation is complete.

Manufacturer narrative:
Further investigation underway. Report 1 of 4, see related medwatch report numbers: 0001920664-2019-00182, 0001920664-2019-00183, 0001920664-2019-00184.

Event description:
The user facility in the ireland reported the consultant surgeon observed a foreign body which appeared to have been delivered via the phaco mics irrigation tubing. There was no impact to the patient.